Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient without any partial or complete recaptures. The device met all release criteria, and the physician unscrewed the device from the core wire of the wds. The closure device was successfully implanted in the laa of the patient. At this time a significant pericardial effusion was noted. The patient blood pressure dropped, and they needed more vasopressors. The physician performed a pericardiocentesis to treat the patient and the effusion resolved. Thirty minutes later after the patient was observed, the pericardial effusion was still no longer present, and the patient was extubated before moving to recovery. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.